Manufacturer narrative:
Gmk sphere cemented femoral component - size 2 right: code 02.12.0002r / lot 131031 (B)(4): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Nine items belonging to this lot have been already sold and no similar incidents have been reported. Gmk sphere flex pe flexed tibial insert size 2 right, 14 mm: code 02.12.0214fr / lot 131516 (B)(4): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Four items belonging to this lot have been already sold and no similar incidents have been reported. Gmk primary fixed cemented tibial tray size 2 right: code 02.07.1202r / lot 133423 (B)(4): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Twenty two items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the problem is device related but it is likely related to a bad positioning of the implant during the primary surgery.

Event description:
(B)(4).